Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Mother is calling on behalf of the customer, her (B)(6) year-old daughter. The customer is concerned with test results obtained of hi, 506, 554 and 336 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Mother also stated customer did not have glucose in the urine. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer (customer was eating at time). The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Mother is calling on behalf of the customer, her 12-year-old daughter. The customer is concerned with test results obtained of hi, 506, 554 and 336 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Mother also stated customer did not have glucose in the urine. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer (customer was eating at time). The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 147mg/dl, date: (B)(6) 2019, time: 2:04pm, fasting. Result 2: 336mg/dl, date: (B)(6) 2019, time: 5:04pm, fasting. Result 3: 554mg/dl, date: (B)(6) 2019, time: 2:06pm, fasting. Result 4: 506mg/dl, date: (B)(6) 2019, time: 12:04pm, fasting. Result 5: hi mg/dl, date: (B)(6) 2019, time: 8:04pm, fasting.